Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was 144 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive bolus express button due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.